Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (2.0 mg/ml at 0.37 mg/day) and clonidine (200 mcg/ml at 37 mcg/day) via an implantable infusion pump. It was reported that the patient's pump was alarming. There was "not obvious withdrawal." It was noted there was a "premature motor stall." There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was replaced. The issue was considered resolved. The pump would be returned for analysis. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.